Event description:
A tandem mobi cartridge alarm was reported by a customer, who noted that the alarm occurred during the loading process of the pump cartridge. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl., a replacement pump with updated software was sent. The customer was advised on proper procedures for storage and return of the problematic pump. Customer continued to use pump for insulin therapy.